Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced hyperglycemia. Customer's blood glucose level was 445 mg/dl at the time of incident. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Customer declined troubleshooting for high blood glucose. Customer called for assistance with meter. Customer was using auto mode feature at the time of incident. The insulin pump will not be returned for analysis.